Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30x1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305106, batch no.: 7236545. Per email: on (B)(6) 2019, the reporter contacted distributor via phone to request replacement of 1 vial of medication. Per reporter, "the physician drew up the dose from the vial and when he took the cap off the injection needle, he noticed a small white, fuzzy material on the needle". The reporter denied any adverse events or missed doses due to this event.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that the needle 30x1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 305106 batch no.: 7236545. Per email: on 12-feb-2019, the reporter contacted distributor via phone to request replacement of 1 vial of medication. Per reporter, "the physician drew up the dose from the vial and when he took the cap off the injection needle, he noticed a small white, fuzzy material on the needle". The reporter denied any adverse events or missed doses due to this event.